Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2010 and an obturator sling and ams mesh products, elevate and mini arc sling, were implanted. It is unknown which products were implanted on which dates. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Urinary problems. Dyspareunia. It was reported that the patient had mesh removal surgery on (B)(6) 2008 and (B)(6) 2010, due to erosion, recurrence of prolapse, recurrence of incontinence, urinary problems, and dyspareunia. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03768 and 2210968-2012-01854. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with posterior and anterior repair due to stress urinary incontinence and symptomatic cystocele. The patient underwent a procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior elevation and apical repair, mini-arc, and cystoscopy due to stress urinary incontinence and symptomatic cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had mesh removal surgery on (B)(6) 2008 and (B)(6) 2012 due to erosion, prolapse, recurrence of incontinence, urinary problems and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01854. The same patient is represented in each medwatch.